Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa consisting of two lobes with a maximum diameter of 21.1 mm and a maximum of 33.6 mm at the ostium part. A double curve watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During the first deployment, the device was slightly distal, and leaks remained on the posterior side and inferior side. A partial recapture was performed, and it was pulled about 3 mm proximal, and performed the second deployment. Although the position was improved, the posterior side and inferior side leaks remained, and the second partial recapture was performed. In the third deployment, it was pulled about 2mm proximal and deployed. The position and tug test were satisfactory, compression rate was 15.2% to 20.4% and there was no leak, so it was released. The compression rate after device release was 15.2% to 20.0% with no leak. The procedure was completed in 65 minutes, and it was confirmed that there was no pericardial effusion at the end of the procedure. The following day, transthoracic echo (tte) confirmed that there was no pericardial effusion. The patient was discharged as scheduled. On (B)(6) 2021, the patient complained that she felt more pain/distress than during the routine follow-up check, and when tte was performed, pericardial effusion was observed, and the patient was hospitalized. No additional information is known at this time.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The laa consisting of two lobes with a maximum diameter of 21.1 mm and a maximum of 33.6 mm at the ostium part. A double curve watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During the first deployment, the device was slightly distal, and leaks remained on the posterior side and inferior side. A partial recapture was performed, and it was pulled about 3 mm proximal, and performed the second deployment. Although the position was improved, the posterior side and inferior side leaks remained, and the second partial recapture was performed. In the third deployment, it was pulled about 2mm proximal and deployed. The position and tug test were satisfactory, compression rate was 15.2% to 20.4% and there was no leak, so it was released. The compression rate after device release was 15.2% to 20.0% with no leak. The procedure was completed in 65 minutes, and it was confirmed that there was no pericardial effusion at the end of the procedure. The following day, transthoracic echo (tte) confirmed that there was no pericardial effusion. The patient was discharged as scheduled. On (B)(6) 2021, the patient complained that she felt more pain/distress than during the routine follow-up check, and when tte was performed, pericardial effusion was observed, and the patient was hospitalized. No additional information is known at this time. It was further reported that after confirming the pericardial effusion by tte at the time of the outpatient visit, the patient was hospitalized and pericardial drainage was performed to remove 600ml of pericardial fluid. After that, the physician clamped it and monitored it, but since there was no increase in pericardial fluid, the drain was removed. The patient was hospitalized for a total of one week and was monitored. The condition of the patient was stable and the patient was discharged.